Event description:
Related manufacturer reference number: 2017865-2024-72530. It was reported that patient's atrial and right ventricular (rv) lead exhibited loss of capture. It was also noted that the leads were dislodged. During lead revision procedure stylet was not able to be advanced in the leads. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgment, failure to capture, and stylet failure to advance. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported event of stylet failure to advance was confirmed but failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test found obstruction/restriction at the proximal region of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil lumen at the stylet obstruction region of the lead found clogged blood/body fluids. The cause of stylet failure to advance was isolated to blood/body fluids clogged inside inner coil lumen.